Event description:
The device was applied during an unspecified procedure. The knife blade was not present and fecal matter leaked into the abdomen. The surgeon applied another device to correct this condition. The hosp was reported that the pt's status is satisfactory.